Event description:
Per itemized repair statement unit has low o2/yellow light; leaking 4 way valve was identified as the key failure. Additional repairs included pe valve not shifting, pilot valve leaking. Installed a clamp and tie wrap.